Event description:
Customer experienced continuous elevated blood glucose.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 562 mg/dl with a trace level of ketones. The infusion set site was changed multiple times. A new bottle of insulin was used. Bg did not lower. Contact alleged the insulin was not being delivered via the pump/supplies. Water was consumed and insulin injections were administered. Tandem technical support (cts) assisted the customer with performing a pump system check. No device issues were identified. Bg had decreased to 300 mg/dl. Upon follow up, the customer was not satisfied with the cts pump system check and reverted to using insulin pens for insulin therapy.